Event description:
An implantable cardioverter defibrillator (ICD) system was returned from (B)(6) company with no information. Date of death was not provided (date of death and date of event on this report is valid for year only). The date of implant to the date of receipt was 3 months. A cause of death and date of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were made to the physician and aurora casket company but were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant: d314drm implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013; 5076-45 implantable pacing lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was received. Visual analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.